Event description:
It was reported the right atrial (ra) lead had loss of capture about a month after a routine device change out. During the lead revision procedure the ra lead was found to be completely dislodged. The ra lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the outer insulation was breached and had a depression. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was blood in/on the helix mechanism.